Event description:
Evaluation summary: the balloon is not folded. Traces of radiopaque solution are evident in the inflation lumen. The shaft appears squeezed in two points. A 0,035" guide wire advanced freely in the guide wire lumen, but some friction was felt at the two squeezed points. A manometric syringe filled with water was used to inflate the device and water was observed coming out of the shaft at the proximal balloon welding. A small burst was identified. The shaft tube was examined and found to meet its required specification.

Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to treat a diffuse, concentric lesion with 60% stenosis in the popliteal artery, prior to a stenting procedure. No calcification or tortuosity was present. No resistance was experienced at the time of balloon insertion. The device was inspected and prepped before use with no abnormalities noted. However, it was reported that when the balloon was inflated to 10 atms for 10 seconds a gradual pressure drop was noted. Leakage from shaft was also observed. It was reported that the event did not affect the patient. No clinical sequelae were reported.

Manufacturer narrative:
Results: component/subassembly failure (weld failure). Conclusion: device failure directly contributed to event (weld failure).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).